Manufacturer narrative:
The investigation determined that a customer obtained an unexpected (B)(6) vitros (B)(4) igm result from a single patient sample during a routine stability test event while using the vitros eci system. The investigation could not determine a definitive root cause. An instrument, reagent or use of expired reagent cannot be ruled out as contributing factors. Although expired (B)(4) igm reagent is used for this testing event, the sample was expected to produce (B)(4) igm negative result.

Event description:
An ocd analyst obtained an unexpected (B)(6) vitros (B)(4) igm result (B)(6) from a single patient sample obtained during a routine stability test event while using the vitros eci system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected result was not reported out of the laboratory. There was no report of patient harm as a result of this event. (B)(4).